Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found during installation of the instrument on an in-house is3000 system, the instrument failed a (B)(4) latex cut test. The latex snagged at scissor tips. The blade edges were not damaged; however, the edges exhibited wear at the tips, negatively affecting cut performance. The instrument passed electric continuity testing. Failure analysis investigation also found that the instrument's tube extension had missing pad printing. A section closer to the proximal clevis interface, of the pad printing had been removed and was approximately .235' x .141 in length. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the missing pad printing found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the monopolar curved scissors instrument, the scissor blades were noted to be dull. No missing or fallen pieces were reported.